Event description:
In the or, a pcd (pressure compression device) machine was connected to stockings on the patient at the start of surgery with no apparent problem-no malfuntion. Hours later during the procedure, the or rn was watching the display on the machine and noticed that the display never changed from 00 (indicating that the stockings were not inflating). There was no alarm on the machine that would have alerted the rn of a malfuntion. The rn then reached under the surgical drapes and felt the stockings for several minutes to see if they were inflating (versus an issue with the display). However, the stockings were not inflating. A new machine was obtained, which did work properly. It is unknown for how long the device was not working prior to the rn's discovery. The surgery was 8 hours long. There was no harm or injury to the patient.